Manufacturer narrative:
(B)(4): known inherent risk of procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over (B)(6). This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, procedural factors (difficulty crossing the annulus, forceful attempts to remove the system, manipulation of the wire) likely contributed to sapien xt valve dislodgement from the delivery system, the apical injury and the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6), the patient expired during the transapical tavr procedure. As reported, (B)(6) patient with severe aortic stenosis. Refused savr due to (B)(6), re-do sternotomy and frailty. Very poor femoral access requiring planned transapical approach. Annulus measured 22-23mm. Sapien xt 26mm ascendra system prepped -1cc. Apex prepped with purse-string closure. Annulus crossed and 24fr sheath introduced with ease. Bav performed with edwards's balloon. No contrast injected but full inflation without mr noted. Ascendra ds with crimped valve advanced through sheath but difficulty crossing the native annulus was noted. The ds was observed buckling under the annulus. Each advancement of the ds lead to severe mr. Many manipulations of the ds, flex catheter, and sheath were attempted but the valve would not cross the annulus. Femoral access was attempted with the intent to advance a bav and dilate the annulus from above. An edwards balloon was prepped, however they could not advance the 12fr dilator into the femoral artery. A second access through the apex was made and a 14fr sheath was inserted. With some difficulty the valve and ds was able to advance past the annulus. The bav was advanced to dilate the annulus again. Full inflation was accomplished but this did not facilitate the ds crossing the annulus. It was hypothesized that the wire was through a fenestration or perforation in the leaflet so the wire was retracted and re-crossed using the ds nose cone. A superstiff wire was exchanged for a terumo wire. With new wire placement the system was still not able to cross annulus. The crimped valve was getting caught under the annulus. All attempts to advance the system led to wide open mr and kinking of the ds and sheath. Attempts made to remove the ds, valve and sheath were unsuccessful. Too much force was required, the whole system was pulling the heart. The sapien valve also moved distally, past the distal marker. It was no longer centered between the markers. The patient refused blood products. Bypass and open chest was not an option. It was considered to deploy new valve through the 2nd sheath. A second ascendra ds and valve were prepped but never advanced through sheath. The original ds nose cone seemed to be 'pinned' to the annulus. They couldn't safely remove the wire. All indications were that forceful removal of the system will pull the valve off the ds. Throughout this 75 minute procedure the anesthetist was providing copious pharma support. After much deliberation and exhausting all the possible options to deploy the valve, the operators agreed to forcefully remove the ds and sheath. The valve caught in the ventricle's papillary muscle and came off the ds. While all attempts were made to control the apex, the patient expired on the table. The crimped valve remained in situ. A 2nd valve, was never deployed was wasted. In de-briefing, the operators cannot explain the difficulty they had with the patient's anatomy. CT images indicate moderate hypertrophy of the lv and moderate calcification of the valve. No indication of mac or septal hypertrophy. Tee throughout the procedure. The echocardiologist is very experienced in tavi procedures. She could not determine whether the wire was entangled in mitral apparatus, or pap muscles. She could only warn of mitral interference when advancing the ds. But the bav and 14fr sheath crossed the annulus relatively freely.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-03400.